Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparotomy. According to the reporter: the small intestine volvulus 2 days after laparoscopic peritoneal suture in small pelvis. Initially the intestine was adhered (noticed during following laparotomy). Patient had to have laparotomies two times. The complications were leading almost to small intestine resection, but could be avoided since intestine recovered after 24 hours. According to pubmed investigation this type of suture causes a serial of intestine complications due to his workmanship and cannot be used by us any longer. The patient was injured. There was no extension of incision. There was an extension of surgery time more than 30 minutes. There was no blood loss nor tissue damage. The procedure was converted from endoscopic to open surgery. Nothing fell into the patient's cavity. There was unanticipated tissue loss or tissue loss.